Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure had fragmented parts / is fragmented') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("severe cramps during insertion of the essure"). In 2018, the patient experienced vaginitis gardnerella ("pap smear positive for gardnerella vaginalis"), abdominal pain lower ("severe cramps"), panic disorder ("clinical condition suggesting panic and depressive comorbidity") and depression ("clinical condition suggesting panic and depressive comorbidity"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure is moving inside her body / it is irregularly positioned"), menorrhagia ("increased menstrual flow / considerable increase in her menstrual flow / menstruation for more than 15 days"), menstruation irregular ("irregular menstrual flow"), headache ("headache / severe headache"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain"), pelvic pain ("pain in the pelvic area"), uterine pain ("sensation of perforation in the uterus / twinges"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain") and vaginal discharge ("odor from vaginal discharge"). The patient was treated with sertraline hydrochloride (sertralina). Essure treatment was not changed. At the time of the report, the device breakage, procedural pain, device dislocation, vaginitis gardnerella, abdominal pain lower, menorrhagia, menstruation irregular, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, panic disorder and depression outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, menstruation irregular, mood swings, pain, pain in extremity, panic disorder, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain, vaginal discharge and vaginitis gardnerella to be related to essure. The reporter commented: at the time of this report, pain and problems related to essure are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix on (B)(6) 2018: gardnerella vaginallis. Ultrasound abdomen on (B)(6) 2017: uterus with normoimplanted devices (1 and 2). Ultrasound scan vagina on (B)(6) 2016: confirmation of bilateral devices; on (B)(6) 2019: suspicion of adenomyosis / douglas: without fluid / essure normoimplanted bilaterally. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure had fragmented parts / is fragmented') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("severe cramps during insertion of the essure"). In 2018, the patient was found to have gardnerella test positive ("pap smear positive for gardnerella vaginalis") and experienced abdominal pain lower ("severe cramps"), panic disorder ("clinical condition suggesting panic and depressive comorbidity") and depression ("clinical condition suggesting panic and depressive comorbidity"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure is moving inside her body / it is irregularly positioned"), menorrhagia ("increased menstrual flow / considerable increase in her menstrual flow / menstruation for more than 15 days"), menstruation irregular ("irregular menstrual flow"), headache ("headache / severe headache"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("low back pain"), pelvic pain ("pain in the pelvic area"), uterine pain ("sensation of perforation in the uterus / twinges"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain") and vaginal discharge ("odor from vaginal discharge"). The patient was treated with sertraline hydrochloride (sertralina). Essure treatment was not changed. At the time of the report, the device breakage, procedural pain, device dislocation, gardnerella test positive, abdominal pain lower, menorrhagia, menstruation irregular, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, panic disorder and depression outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, gardnerella test positive, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, menstruation irregular, mood swings, pain, pain in extremity, panic disorder, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: at the time of this report, pain and problems related to essure are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2018: gardnerella vaginallis. Ultrasound abdomen - on (B)(6) 2017: uterus with normoimplanted devices (1 and 2). Ultrasound scan vagina - on (B)(6) -2016: confirmation of bilateral devices.; on (B)(6) 2019: suspicion of adenomyosis / douglas: without fluid / essure normoimplanted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure had fragmented parts / is fragmented') and device dislocation ('essure is moving inside her body / it is irregularly positioned') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("severe cramps during insertion of the essure"). In 2018, the patient experienced abdominal pain lower ("severe cramps"), panic disorder ("clinical condition suggesting panic and depressive comorbidity") and depression ("clinical condition suggesting panic and depressive comorbidity") and was found to have gardnerella test positive ("pap smear positive for gardnerella vaginalis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain in the pelvic area"), uterine pain ("sensation of perforation in the uterus / twinges"), uterine inflammation ("uterine inflammation"), dyspareunia ("pain during and after sexual intercourse"), menorrhagia ("increased menstrual flow / considerable increase in her menstrual flow / menstruation for more than 15 days"), menstruation irregular ("irregular menstrual flow"), coital bleeding ("bleeding during and after sexual intercourse"), back pain ("low back pain"), headache ("headache / severe headache"), pain ("generalized pain"), vaginal discharge ("odor from vaginal discharge"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling"), tremor ("tremors"), fatigue ("fatigue"), loss of libido ("lack of libido"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis") and intra-abdominal fluid collection ("fluid in the abdomen"). The patient was treated with sertraline hydrochloride (sertralina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, uterine pain, uterine inflammation, dyspareunia, abdominal pain lower, menorrhagia, menstruation irregular, coital bleeding, back pain, procedural pain, headache, pain, vaginal discharge, gardnerella test positive, pain in extremity, peripheral swelling, paraesthesia, tremor, fatigue, loss of libido, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, panic disorder and depression outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, gardnerella test positive, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, menstruation irregular, mood swings, pain, pain in extremity, panic disorder, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: at the time of this report, pain and problems related to essure are intensified. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2018: gardnerella vaginallis. Ultrasound abdomen - on (B)(6) 2017: uterus with normoimplanted devices (1 and 2). Ultrasound scan vagina - on (B)(6) 2016: confirmation of bilateral devices; on (B)(6) 2019: suspicion of adenomyosis / douglas: without fluid / essure normoimplanted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.